Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("post implant pregnancy - essure") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included cholecystectomy. Concurrent conditions included ankle sprain, foot pain, redness, swelling nos, skin eruption, menses irregular, backache, uti, abdominal pain, hyperlipidemia, type ii diabetes mellitus, fatigue, lightheadedness, headache, urine output increased, indigestion, nausea, diarrhea, painful urination, chest pain, vaginal candidiasis, gerd, blood in stool, hyperlipidemia, peripheral neuropathy, shortness of breath, diverticulitis, gestational diabetes, hyperglycemia, numbness and edema. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, 6 years 1 month after insertion of essure (ess205), the patient experienced menorrhagia ("menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, depression, anxiety and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure did not worsened a previously existing injury/condition. Patient had no complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Diagnostic results: (B)(6) 2017, CT abdominal pelvis: impression : 1. No acute intra-abdominal process. 2. Right gonadal vein thrombosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date (B)(6) 2016 was added. Event abnormal bleeding (menorrhagia) was clubbed with previously reported event. Events abortion spontaneous, depression, anxiety, vaginal haemorrhage, device monitoring procedure not performed were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("post implant pregnancy - essure") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and menorrhagia ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, pregnancy with contraceptive device and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menorrhagia and pregnancy with contraceptive device to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.